Manufacturer narrative:
(B)(4). (B)(6). The device was manufactured on an unspecified date in 1996. A review of the device history review records showed no abnormalities that could cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed there were no keystrokes, programming, or use related events that would indicate and/or contribute to the home patient passing away. During visual inspection, no issues were found. The power on self-test was successfully performed. One hour therapy was successfully performed. The device passed all check and calibration tests successfully. Review of the service history revealed no issues that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). The patient it was not reported if the patient was hospitalized prior to death or if pd therapy was ongoing at the time of death. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Review of device history indicates manufacture of the device is not related to the reported issue. A review of the event logs showed no keystrokes, programming, no failure, malfunction or iipv events or use related events that would indicate and/or contribute to the patient's death. During visual inspection, no issues were found. The power on self-test was successfully performed. One hour therapy was successfully performed. Review of the service history did not identify any previous servicing events that could have contributed to the reported problem. There was nothing found during evaluation of the device that would cause or contribute to the patient's death. Should additional relevant information become available, a supplemental report will be submitted.